Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Upon conclusion of the investigation, the direct cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse noticed damage (further described as a hole) in the patient line when they were changing the transfer set for the home patient (hp). The hp stated he did not use any type of device to help make the connection. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.